Event description:
The customer contact reported "melting" of the power cord plug housing. The pump was returned to the clinical engineering department with an unsigned note that stated, "does not look right and can't be plugged into an outlet." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During visual inspection at the user facility, it was noted that the plug housing appeared "melted." There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.